Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown 2.0mm drill bit¿sterile, single use. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, unknown expiration date, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that during surgery on (B)(6) 2016, a portion of the unknown 2.0mm single use sterile drill bit broke and retained in the bone of the patient. The surgery proceeded on as planned and the surgeon was able to complete the procedure. The surgery was prolonged by approximately five (5) minutes. The broken off piece was retained in the patient. There was no information available about patient condition and outcome. This report is for one (1) unknown 2.0mm drill bit¿sterile, single use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bit was used with a power tool and universal drill guide. The surgeon could not retrieve the broken bit from the patient. The patient was undergoing a surgery for fracture to the distal humerus. Concomitant reported parts: power tool (part# unknown, lot# unknown, quantity 1); universal drill guide (part# unknown, lot# unknown, quantity 1).